Event description:
It was reported that the patient¿s device did not seem to be helping at all and she had a loss of therapeutic effect. The patient stated that her symptoms seemed to be worse than they were before implant. The patient stated that her urination started getting worse three to four months ago and when this happened she increased stimulation, which seemed to work but then she started getting pain so she had to turn stimulation back down. The patient tried to increase stimulation again ¿about two months ago,¿ but she started getting pain again and had to decrease. The patient had not been talked to about changing programs and saw her healthcare provider (hcp) ¿about three weeks ago.¿ the hcp stated that he was going to have the manufacturer representative call the patient, but she had not heard from the representative yet. It was later reported the patient noted their implantable neurostimulator (ins) was not working. It was stated when the patient made an adjustment, increased, they had pain with urination. It was noted the patient was on program 2 when they experienced the pain. Reportedly, the patient¿s programmer needed new batteries so the patient replaced them and the patient reported seeing they were on program 1 at 2.2 volts and the ins was off. It was noted the patient had not tried any other programs besides 1 and 2. The patient switched to program 3 at 1.4 volts and reported feeling pulsating so the patient decreased the stimulation. It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. The patient stated it worked for a day or two and then it stops and their symptoms were worse than they were before implant.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va081ha, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).